Event description:
It was reported by the affiliate that during a CABG procedure the clips did not work, some clips did not ligate well. The clips of the second device also failed. The case was completed with a like device with no pt consequence.